Event description:
It was reported the device displayed the error 46822. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 11-may-2022 via email and attached to complaint object: all issues were found during testing ? No patient incident. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Reinstalled the defective software. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jan. 2020, and is out of warranty. Therefore, no manufacturing DHR review is needed.